Event description:
It was reported, during an implant procedure, the physician experienced difficulty deploying the helix. The physician withdrew the lead from the body and noted the helix was extended. The physician tried to retract the helix but was unsuccessful. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B) (4): the device not returned/received. Further investigation is not possible without the device.